Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro was tested twice, the first time was ok, but the second time device stopped working. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint # (B)(4). Autonumber # (B)(4). The hp2, vh-4020, and vh-4030 were returned to the factory for evaluation. Signs of clinical usage no evidence of blood were observed for all three (3) returned devices. A visual inspection was conducted for the hp2 device. There was no signs of tissue buildup observed on the jaws. The heater wire was observed to be slightly flexed at the center of the hot jaw. The heater wire was observed to be attached at the tip and based of the hot jaw. The silicone insulation on both jaws were intact with no defects. No other visual defects were observed. A visual inspection was conducted with the vh-4020. No visual defects were observed. A visual inspection was conducted for the vh-4030. No visual defects were observed. The extension cable (vh-4030) and adapter cable (vh-4020) were able to provide a secure connection that connected and disconnected without incident. All three (3) devices were evaluated for electrical function. A pre-cautery test as was performed per the instruction for use with the returned extension cable (vh-4030), returned adapter cable (vh-4020) and reference power supply vh-3010 at level 3.0. The hp2 device did not activate when powered on. The returned adapter cable (vh-4020) and extension cable (vh-4030) were swapped out for a reference adapter cable and reference extension cable. A second pre-cautery test was conducted. The hp2 device passed the pre-cautery test; it produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times while the cable connections were manipulated with no observed failure. The reference adapter cable and reference extension cable were then swapped out with the returned adapter cable (vh-4020) and extension cable (vh-4030). A third pre-cautery test was performed per the instruction for use with the returned extension cable (vh-4030), returned adapter cable (vh-4020), a reference hp2 device and reference power supply vh-3010 at level 3.0. The reference hp2 device did not passed the pre-cautery test, device did not activate when powered on. The returned adapter cable (vh-4020) was swapped out with a reference adapter cable. A fourth pre-cautery test as was performed per the instruction for use with the returned extension cable (vh-4030), returned hp2 device, reference adapter cable and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. Based upon the evaluation results, the reported complaint "failure to deliver energy" for the hp2 was not confirmed but was confirmed for the analyzed failure mode "material twisted/bent ; wire". The returned adapter cable (vh-4020) was confirmed for the analyzed failure mode "failure to deliver energy". Specific actions for the analyzed failure mode are being maintained and documented under maquet's failure investigation report (fir) system.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro was tested twice, the first time was ok, but the second time device stopped working. A replacement device was used to complete the procedure. The hospital did not report any patient effects.